Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use the pump for insulin therapy; however, a replacement was sent to the customer. Customer¿s blood glucose level was 72 mg/dl.